Manufacturer narrative:
No report of patient involvement. There was no ge employee visit to this site, therefore the repair is unknown.

Event description:
The hospital reported a flow valve failure alarm preventing mechanical ventilation. There was no report of patient involvement.